Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a brachial cephalic fistula using an indigo system catd aspiration catheter (catd). During the procedure, after manipulating the catd multiple times, the catd was retracted to be flush. Upon removal, the hospital staff noticed that the catd had become kinked. The procedure was therefore completed using a new catd with the same non-penumbra sheath. There was no report of an adverse effect to the patient.